Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the pocket was closed, the right atrial (ra) lead dislodged from the atrial appendage. The device pocket was reopened, and the atrial lead was repositioned and remains in place. No patient complications have been reported as a result ofthis event.